Event description:
It was reported that the endoplege coronary sinus catheter was placed without problems, placement was confirmed with fluoroscopy and ventriculization. After 10 minutes, volume was lost in the balloon. This was reconfirmed with fluoro. The endoplege catheter was removed and replaced with another endoplege catheter. The 2nd endoplege was placed without incident. Upon removal of the 1st device, the md filled the balloon with dye to confirm the leak. No adverse patient events.

Manufacturer narrative:
Device evaluation anticipated into root cause upon return of the device from the customer.

Manufacturer narrative:
The endoplege coronary sinus catheter was returned. No blood was visible on the returned components. The catheter was visually inspected and no defects were found on the catheter. The balloon was inflated with a 2cc syringe of colored water as indicated in the IFU. The balloon was found to be leaking at the distal bond. Visual inspection was performed with an unaided eye. A device history review was performed and there were no manufacturing non conformances noted with this lot. Instructions for use were reviewed. A CAPA was generated for distal balloon leaks and it is in the implementation phase. Trends will continue to be monitored on a weekly basis and if further action is required, appropriate investigation will be performed.